Event description:
Per the audiologist, the patient reported pain during stimulation and a "burning sensation" around the implant site. A CT scan done (date not reported) were "normal". Results of an integrity test done in 2008 were consistent with normal receiver/stimulator function with electrode anomalies. Explant/reimplant surgery is scheduled for a later date.

Manufacturer narrative:
This type of event is addressed in the device labeling.